Manufacturer narrative:
PMA/510(k) # class I n/a. 1. Device evaluation: 2 x blb-024115 of lot number c1861632 was returned to cirl for a lab evaluation. It was returned open and in its original packaging. 2. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 13th of december 2021. In summary the following results were observed in the lab evaluation. Device 1 jaws, kinks observed approximately 11cm along wire, when loaded into handle cups not opening / closing properly. Device 2 jaws , kinks observed approximately 12cm along wire, cups not opening properly. 3. Image review: n/a. 4. Documents review including IFU review: prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for blb-024115 device of lot number c1861632 did not reveal any discrepancies that could have contributed to the issue. There is no evidence to suggest that this issue affects the entire lot # c1861632; upon review of complaints this failure mode has not occurred previously with this lot # c1861632. The instructions for use, ifu0034-8 which accompanies this device instructs the user in step 3 to ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ according to instructions for use, ifu0034-8, the user is given the following advice: "if the package is opened or damaged when received, do not use. Visually inspect the product to ensure no damage is occurred. If abnormality is detected that would prohibit working condition, do not use". The instructions for use, ifu0034-8 which accompanies this device instructs the user in step 6 ¿ at the completion of the procedure, detach the handle according to instructions as follows: a) with the button depressed, retract the finger spool over the button. B) secure handle in this position by releasing the button (fig.2) the forceps shaft may now be removed from the handle.¿ and in step 7 ¿ remove bigopsy forceps from endoscope.¿ there is not sufficient evidence to suggest that the user did not follow the IFU. 5. Root cause (possible): a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. The s/s coiled wire was found kinked on both devices at approximately 11cm(device 1) and 12cm (device 2) from the proximal end and this resulted in the forceps jaws being unable to open and close correctly. A possible cause of this kinked to the s/s coil wire could be attributed to damage sustained during preparation, use or handling of the device, however, this cannot be conclusively determined. 6. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects or additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on the 31-dec and device evaluation on the 13-dec.

Manufacturer narrative:
PMA/510(k) # class I n/a. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Faulty bigopsy backloading biopsy forceps x 2 (further details requested). Updated as per complaint form received on 8/11/2021 jil01: the rpg and rigid urs had been performed and flexor introduced into ureter. The flexible urs identified suspect tissue, so the scope was removed and the bigopsy backloaded as per IFU and handle attached as per IFU outside the patient on the scrub table. The cup would not open/close properly when tested, and when it did close it was clunky - the handle had to be pulled back manually rather than it releasing back and the cup therefore closing, as per normal functioning of the bigopsy. The same occurred inside the patient to the degree that it could not be used to collect more than one biopsy sample of the target tissue, when more samples were required. The device had been assembled by the registrar under my guidance as a support rep. The registrar then reassembled the device to confirm if any user error, however the same fault was still present despite assembling again under instruction, as per IFU (the wire was observed to be inside the window on releasing the activating button). Another bigopsy was opened and the case continued as planned with this one connecting with similar fault observed and only one sample was able to be retrieved before the device would not open/close at all. This provided enough sample for the case to be completed, but the device was not functioning properly at all. Using gloves, I inspected both devices once handed off and reassembled myself with the same result. I did note that once the wire was inserted and the button released, the grey portion of the handle did not release as far from the thumb hole as it does when there is no wire inserted. This was similar on both devices. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.